Event description:
It was reported that the customer had been experiencing high blood glucose all day. It was 401mg/dl at the time of reporting, which she was treating with bolus doses from her insulin pump. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.